Event description:
Report received from the USA regarding an attachment device in which, during a tympanoplasty surgery, it was observed that the device was " not running optimally". There were no delays in surgery reported, and the actual device was used to complete surgery successfully. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was tested and the reported condition was not duplicated or confirmed. If additional information is received, a supplemental report will be sent. (B)(4).